Event description:
Customer reported experiencing high blood glucose events over the past two weeks, with specific dates and levels unknown, but values displayed as "high." Cause was unknown. To address the high blood glucose, the customer administered a correction injection via manual delivery, and control iq was active during the events. There was no requirement for third-party assistance, but recurring high blood glucose prompted a request for follow-up support.